Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture discovered at the surgery , hematoma.

Event description:
Healthcare provider reported right side capsular contracture baker grade IV with a rupture noticed at the time of explant also reported right side intracapsular hematoma. The device has been explanted.

Event description:
Healthcare provider reported, right side capsular contracture, baker grade IV. With a rupture noticed, at the time of explant. Also reported, right side intracapsular hematoma. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Hematoma: unable to observe, as it is a medical event. That is not related to the device. It cannot be determined, which device is for the left or right side, per the photos provided. It is not possible to determine, the lot number or catalog through the photos provided.